Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device replacement the patient had exit block. The patient's right ventricular (rv) lead had high and unstable thresholds, increased and high impedance and no measurable sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.